Event description:
Technician alleged that when brakes are activated, the right head caster would rachet side to side, even after adjusting.

Manufacturer narrative:
Technician replaced brake casters to resolve. The casters were worn. No alleged injury.